Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown at the time of incident. Customer stated that the multiple error alarm occurred in september but that there are not much messages in february. Customer stated that the error occurred one week ago but the it did not record. Customer stated that the drive support cap was normal. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump. Recommended customer to refer to back up plan. The insulin pump will be returned for analysis.